Event description:
Reporter indicated that the patient was undergoing revision surgery due to high impedance. During surgery, before replacing the device, the surgeon attempted reseating the connector pin. Upon doing this the systems diagnostics were within normal limits. The surgeon decided not to proceed with the replacement and concluded the surgery.